Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported when the side rail is in the raised position it will come down if the side rail is pushed on. The stretcher is located in the maintenance shop at the facility. There was no pt/user injury reported. (B)(4).